Event description:
It was reported that during lead placement, the stylet pushed through the green plastic handle. They were able to use the stylet from another lead kit as they were implanting dual leads. There was no pt injury and the pt recovered from the implant surgery w/o sequela. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).